Event description:
It was reported that the insulin pump had a frozen display. Troubleshooting was performed. It was stated that the buttons were not responding, and a new battery was installed, but the insulin pump alarmed. It was stated that the alarm could not be cleared due to the unresponsive buttons, and the time on the insulin pump was not advancing. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.